Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot, donor history, and donor complaint review. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4); qerts#: (B)(4).

Event description:
Customer contacted tsc to report false negative results for patient antibody screen testing on manual bench mts testing using 0.8% selectogen cells lot# vs216; exp 9/10/19. Customer reports that patient with historical anti-c is not reacting with either screening cell, customer getting false negative result. Product antigram: cell#1 is big c positive, cell# 2 is big c negative. Customer tested with alternate screening cell lot yielded 2+ grade with cell# 1. Issue started on: (B)(6) 2019; test date, reported: 8/14/19. Microtubes/wells or cell (donor #) affected: c antigen pos cell# 1; reaction grade obtained: neg; customer was expecting: pos; incubation time (for manual test only): as per IFU. Test repeated: yes, several times, all negative. Customer also repeated with alternate screening cell lot and result was positive. Number of samples affected? One sample. Was qc affected? No, qc is deemed acceptable. Customer uses homemade diluted qc. Patient has historical anti-c antibody. Transfusion history: transfused compatible rbcs on (B)(6) 2019. Customer testing with anti-igg gel card. Customer also reports that she tested with immucor screening cells, screen cell results are positive for anti-c. Customer then tested with 0.8% resolve panel a, and panel cells that have c antigen presence are reacting and a positive antibody identification for anti-c was made. Customer reported out correct results to clinician as a result, did not report out negative screen. Tsc verified that issue is isolated to one patient. Tsc verified that issue not isolated to one set, customer has tested both sets of same lot, still getting negative screen result. Tsc to replace product, alternate lot.